Event description:
The cftrd was used to treat a rectal lesion. A large amount of tissue was mobilized into the cap and the application ring was not observed. After turning the handwheel, the user assumed clip application without visual control. The clip was not deployed but tissue was resected. The resulting perforation was closed by surgery. The patient recovered well.

Manufacturer narrative:
The device was discarded and therefore not available for technical analysis. The tissue mobilization was described as difficult due to pre-resected and scarred tissue. It cannot be excluded that high counterpressure against the clip was applied. In this case more force may be needed to deploy the clip. The review of the manufacturing related documentation did not reveal any indications of possible deviations from product specifications. It was reported that after turning the handwheel, the application ring was not observed and the user assumed clip application without visual control. It is stated in the instructions for use that the application ring must be remain visible and be observed. Only when the application ring has moved fully forwards to the edge of the cap, the clip has been applied. The risk of causing a perforation is indicated in the instructions of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue.